Event description:
Information was received from a consumer regarding a patient receiving dilaudid via an implanted pump. The indication for pump use was non-malignant pain. On (B)(6) 2025, the patient¿s representative reported that the patient¿s ptm (personal therapy manager) was not working properly for probably 2 months, but this weekend was the worst. The caller stated that the patient was getting multiple codes on the screen when they were trying to deliver a bolus; it was hit or miss, and they were not sure what the problem was. Per the caller, it wasn't throwing codes until this weekend. The caller mentioned that the patient was in a lot of pain, and that the pump did not seem to be working. The caller stated that the ptm got to 90% and sat for 3 minutes to deliver a bolus. The caller also stated that the ptm took away a bolus and that the ptm was having a failure and did not deliver the medication. The caller included that they didn¿t want the patient to get overdosed or underdosed; they didn¿t think the pump was working properly; and the patient wanted to remove the pump. The caller stated that she was not happy with the device and not happy that medtronic didn¿t have help on the weekends for patients. The agent reviewed the agent role, device function, and asked clarifying questions. The caller said that the patient was allowed 4 boluses a day. The agent asked the caller to connect with the ptm, and the caller said that she was not with the patient, so she did not have the ptm. The agent recommended that she call back with the patient to clear the data on the ptm. The agent also recommended that they consult with the patient¿s healthcare provider regarding their concerns and for checking the pump time. The caller called back later the same day with the patient upset about the ptm and again stated that the patient was ready to get the pump removed. The caller stated that the patient had been getting codes and said that when connecting to the pump it stayed at 90% for 4-5 minutes and at times, it would connect and by the time it connected it said 2 boluses remaining somehow using 2 boluses that they didn¿t even know if the patient got. The caller stated that the patient was having pain yesterday. The agent walked the patient through clearing the data and during the call the equipment connected much faster. The agent redirected the patient to th eir healthcare provider to look over the technical report.

Manufacturer narrative:
Continuation of d10: product ID: a820, serial# unknown, product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the company representative (rep) reporting that the personal therapy manager (ptm) in question was working fine, simply user error and family of patient not understanding how the ptm device works. There was not infusion error. They were told they could not find any issues in the logs. The office explained to family again about ptm usage. They were not sure if patient would decide to explant or not.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.